Event description:
It was reported to boston scientific corp in 2008, that an autotome rx sphincterotome was used during an unk procedure in a pt a day prior. According to the complainant, during the procedure, the device did not power up properly. The physician completed the procedure with a different device. No pt complications were reported as a result of this event, the pt's condition was reported as good following the procedure.

Manufacturer narrative:
The device has not been received for evaluation; therefore, a device analysis is not available. The cause of the reported malfunction is undetermined. The june 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.